Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the tandem-provided wall adapter was warm to the touch despite being in room-temperature conditions. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. A bolus was delivered to address bg level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.